Event description:
The patient was undergoing cataract surgery when the vacuum on the machine being used failed. The patient complains of a "floater" as a result. Per the physician, floaters are not uncommon for this type of surgery whether the vacuum is used or not.